Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Respond study. It was reported that a valve in valve procedure was performed. Prior to the index procedure, heparin or other anticoagulant was given. The subject did not receive any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. 1483 days post index procedure, the subject was the subject was hospitalized for further evaluation of a valve related dysfunction. The subject was treated for valve-related symptoms or worsening congestive heart failure. A valve in valve implant procedure was performed.

Event description:
Respond study it was reported that a valve in valve procedure was performed. Prior to the index procedure, heparin or other anticoagulant was given. The subject did not receive any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. 1483 days post index procedure, the subject was the subject was hospitalized for further evaluation of a valve related dysfunction. The subject was treated for valve-related symptoms or worsening congestive heart failure. A valve in valve implant procedure was performed. It was further reported that (B)(4) days post index procedure, symptoms of worsened breathlessness. Per source, the gradients continued to increase despite of anticoagulation. Detailed review of imaging revealed clear deterioration of valve function with peak forward flow of 4.5 ms, peak gradient 82 mm hg, with moderate central valvular aortic regurgitation. Left ventricular (lv) function was also noted to be deteriorated with severe aortic stenosis. Angiography revealed no flow limiting coronary disease however, there were some concern with right coronary filling which may partially noted through the braid and could be compromised by the displaced lotus valve leaflet. During the angiogram, it was possible to pass the catheter behind the top of the braid to engage the right coronary artery resulting in low risk of obstruction with valve-in-valve. The previously reported valve in valve procedure was completed with a 23mm non-bsc valve system with coronary protection of the right coronary artery. Post treatment, echo results were satisfactory with peak velocity through the valve 2.8 m/sec. The subject was discharged on the same day.

Manufacturer narrative:
A1- patient identifier: (B)(6). B5 describe event or problem - updated b6 relevant test/laboratory data - updated